Event description:
Boston scientific received information that this pacemaker had a magnet rate of 100 paces per minute (ppm) and a remaining longevity of less than .5 years. Approximately a week earlier the magnet rate was 100 ppm with a remaining longevity of 1.5 years. Technical services discussed the magnet rate would be more accurate as the programmer calculation has some dependencies. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.